Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. No further info is available on the repair of the lift at this time. The investigation is ongoing. However, if any add'l relevant info is identified following complete of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating a likoscale installed on an invacare lift had the quick release hook red lever broken. The event occurred when they were lifting a pt over the bed. When the pt was lifted over the bed the scale came loose and pt fell down on the floor. The lift was located in hillerod hosp at the time of the event. There was no pt or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).